Manufacturer narrative:
The correction z-0592-2009 no longer applies to this event.

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. The event was resolved at time of study exit, death, or study closure. The pump logs indicated a motor stall occurred on (B)(6) 2013 at 17:57, and a motor stall recovery occurred on (B)(6) 2013 at 18:24.

Event description:
Additional information was reported by the healthcare professional. The pump was used to deliver lioresal (2000 mcg/ml at 274.7 mcg/ml). It was reported that the event was related to the device or therapy and unlikely related to the implant procedure. Further follow up was being done to determine if the patient experienced symptoms, concomitant medications, and the cause of the stall.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) reported via implantable systems performance registry (ispr) regarding a patient receiving an unknown medication via an implanted pump; however, the therapy was noted as intrathecal baclofen (itb). The pump was last examined on (B)(6) 2015. The pump's indication for use (IFU) was listed as intractable spasticity and stroke. The pump logs indicated a motor stall occurred on (B)(6) 2013 at 08:40, and a motor stall recovery occurred on (B)(6) 2013 at 17:57. No pump medications, other medications the patient was taking at the time of the event, pertinent medical history, troubleshooting, actions/interventions, cause of the motor stall, symptoms, or patient outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. The subject exited the study on (B)(6) 2015 because all of the device manufacturer's products were inactive for this subject.

Event description:
Additional information was reported by the healthcare professional (hcp). No troubleshooting or actions/interventions were taken. And the event resolved as the patient was seen on (B)(6) 2015 for their regular refill. The concomitant medications were novolog, hydrochlorothiazide, pt, gabapentin, meclizine, hydrocodone-acetaminophen, sertraline, zolpidem, actos, lorazepam, fenofibrate, neurontin, lisinopril, glimepiride, clopidogrel, pravastatin, vitamin d, mvi, vitamin e, stool softener, bayer, mucus-nix, ondansetron, docusate sodium, lorazepam, baclofen, metformin. The stall was caused by an MRI and no patient symptoms were reported.